Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One empty opened foil and one winding former with one used needle suture combination were received for analysis. Product code sxpp1b410. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. No issues related to pull off suture needles were observed. However, the suture was examined, and the weld of the first loop was found to be detached. However, this mode of failure was probably caused by excessive force applied. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a lap hysterectomy on (B)(6) 2025 and barbed suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.